Event description:
It was reported that a dependent patient presented in the hospital for an unrelated issue. Upon interrogation, the ventricular lead exhibited loss of capture and noise reversion episodes. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.